Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, there was difficulty impacting the handle to remove the distal stem trial. While the trial was still in the patient, the thread on the handle broke off in the trial. The surgeon was unable to remove the thread with a thread extractor, so a broken screw removal burr was successfully utilized.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. A trial femoral stem is meant to be removed from the body; therefore, there was no patient injury as a result of this event.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.